Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A nurse reported stage 1+ diffuse lamellar keratitis (dlk) in a patient's right eye one day post lasik. Patient was seen again three days post surgery and dlk continued. A topical steroid was prescribed to be used four times a day. Dlk was reported to be resolved 10 days post lasik.

Manufacturer narrative:
Review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the log files for the day of treatment shows during start-up of the system, the vacuum check, the energy check and the ablation tests were performed without error. The log file shows the energy is stable during that treatment day. No relevant deviation between planned and performed energy is detectable. No errors or relevant warning that could contribute to the reported event were found. Additionally, the log file shows that the user performed energy checks without keeping of the recommended time range. About 3 hours without energy checks was found while reviewing the log file. According to the user manual the user has to perform an energy check manually at least after 120 minutes. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).